Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was hospitalized for less than 1 day. The cause of hospitalization was unknown. Troubleshooting was not performed. It was unknown if the customer was using the pump within 48 hours of the reported event and if the auto-mode feature was active. No further patient complications were reported. It was unknown if the customer will continue the use of the insulin pump. The pump will not be returned for analysis.